Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis did not confirm the reported event. The programmer seemed to be operating normally but in the log files there was an error. The incoming functional test passed. Corrosion was discovered on the link electronic module (lem) circuit board. Also, the lower case was worn out. (B)(4).

Event description:
It was reported that the programmer did not properly start up due to an error displayed on the screen. The programmer was returned for servicing. There was no patient involvement.